Event description:
A report was received that the patient was unable to charger her ipg. An x-ray confirmed that the ipg had flipped in the pocket. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charger her ipg. An x-ray confirmed that the ipg had flipped in the pocket. The patient will undergo an ipg replacement.

Manufacturer narrative:
Addtional information was received that the patient underwent an ipg replacement. The patient is reportedly well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance, electrical and photographic imaging tests performed. The ipg was explanted due to charging issues. X-ray taken at the hospital proved that the ipg had flipped in the patient's body. The patient's profile shows the difficulty charging issue resulted from the ipg orientation. The functional tests were performed to ensure the device's functionality. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was unable to charger her ipg. An x-ray confirmed that the ipg had flipped in the pocket. The patient will undergo an ipg replacement.